Event description:
It was reported that the maryland bipolar forceps instrument had a frayed cable. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The maryland bipolar forceps instrument was analyzed and found to have insulation damaged on the conductor wire at the distal end and the wires were exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. Fa also found hairline cracks on the grip input disk.